Event description:
It was reported that extravasation occured.

Manufacturer narrative:
Alleged failure: over pressure pump. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: 1) pressure sensor malfunction, 2) main board malfunction, or 3) software error. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that extravasation occured.